Event description:
A non healthcare professional reported that during the intraocular lens implantation surgery, the lens was divot. Hence the lens was implanted and explanted in the same procedure. Therefore, a new lens was implanted and the procedure was completed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).